Event description:
Follow up information reported that the cause of the high impedances was not determined although it was believed it was attributed to the extension component. No malfunctions were noted during the surgical (¿revision¿) procedure. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3708140, serial# (B)(4), product type extension; product ID 8840, product type programmer, physician. (B)(4).

Event description:
It was reported that during a surgical procedure to implant the implantable neurostimulator (ins), high impedances were measured using the clinician programmer unit. The extension component of the system then was replaced and impedances measurements were then reported as normal. The procedure was then reported as ¿ended successfully¿ and noted that the device worked normally during adjustment. No patient complications were reported. It was noted that the hospital staff discarded the extension component in question. If additional information is received, a follow-up report will be sent.